Event description:
It was reported that the pump was defective. When the device was turned on, it indicated a lack of water. The customer suspects a malfunction of the float. No patient injury was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition with small wear and tear on the enclosure. Functional testing found the device was fully functional, and no error or alarm had occurred. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. E4 is unknown, no information provided to date.